Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 a volume discrepancy was reported. On refill, they expected 17cc but only got 8cc¿s. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting along with actions and interventions taken to resolve the issue was reported as a dye study. The issue was not resolved at the time of the event and it was noted as the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the dye study had not yet been done. The actions and interventions taken to resolve the issue was reported as possible pump replacement tba. The cause for the volume discrepancy was not determined. No further complications were reported or anticipated.